Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during testing, the device was not cutting and motor was moving slowly. There was no patient harm. The dermatome was tested prior to the patient entering the operating room (or) room.. A different dermatome was used with no issues.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that device was not cutting and motor was moving slowly. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated electric dermatome serial number (B)(4) as documented in the repair reports in livelink. The last repair not was (B)(6) 2015 where it was reported that device was not working and the power cord assembly, power switch, ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring were replaced. This isa related issue. Product review of the electric dermatome by zimmer biomet surgical on (B)(6) 2018 revealed that the calibration was out of specifications. The rpm's were out of specifications and the motor ran erratically. The cord assembly was not our original part. The head had damage. Repair of the electric dermatome was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the power cord assembly, power switch, ball detent, thickness lever, motor, reciprocating arm, bearings, head, width plates, seal and retaining ring. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the revealed that the calibration was out of specifications. The rpm's were out of specifications and the motor ran erratically. The cord assembly was not our original part. The head had damage. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted revealed that the calibration was out of specifications. The rpm's were out of specifications and the motor ran erratically. The cord assembly was not our original part. The head had damage. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.